Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 6596721) was received at us cq. Upon visual inspection, it was observed that the needle component had broken from the center shaft of the device. The device was also missing the protection sleeve component. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle od = 1.25 +0mm / -0.05mm. Measured dimensions: needle od = 1.24 mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 6596721), as the needle component had broken from the center shaft of the device, and the device was missing the protection sleeve. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use and/or the missing components of the device were displaced when taken apart for sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part # 319.006, synthes lot # 6596721, supplier lot # na, release to warehouse date: 23 feb 2011, manufactured by synthes jennersville, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the probe on depth gauge has broken off. The issue was discovered during an inspection. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).